Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that auto-review of this newly implanted implantable cardioverter defibrillator (ICD) system prior to discharge revealed two stored atrial tachy response (atr) episodes containing oversensed noise, likely due to electromagnetic interference (emi) and/or the implant procedure. Lead measurements were within range. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that auto-review of this newly implanted implantable cardioverter defibrillator (ICD) system prior to discharge revealed two stored atrial tachy response (atr) episodes containing oversensed noise, likely due to electromagnetic interference (emi) and/or the implant procedure. Lead measurements were within range. This ICD system remains in service. No adverse patient effects were reported. Additional information received confirmed that the oversensed noise was due to lead insertion into the device header during implant. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.